Event description:
End user reports "he had a catheter that was defective. He inserted the catheter a few inches and felt a large amount of pain. He thought he did not have enough lubricant on it so tried again but was still incredibly painful and he noticed he was bleeding from the urethra. Upon inspection of the catheter he found that the end was broken and very sharp, and the point at the end was missing. The bleeding continued for a day and then subsided. He did not seek medical attention even though it was advised he should when he discussed the issue with the pharmacist. He had some pain at next catheter insertion but diminished significantly by the third time he catheterized. He has been using catheters for 3 years. Additional information was received 06/29/2022 that stated "the client also advised us that he went to the hospital today and was started on antibiotics for an infection." He further stated the defective catheter was very sharp, almost like glass when he went to insert it. It was missing the rounded tip on the end. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
Investigation conclusion: this complaint has been evaluated as a type 2 case. The product was manufactured under product specification pr60-112 ver 3.0. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1706963 gentlecath ic nel ch12x405mm(1x100pk)us and manufacturing lot # 1c02302 in c2 in march 2021 in amount (B)(4) on packaging machine p011. The catheters were assembled under subassembly lot # 1c02278 on machine a115. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Each mu contains IFU with cautions: - check the catheter¿s integrity prior to insertion. Select a replacement catheter if required. Do not use if package has been previously opened or damaged. The picture of defective sample was provided and the defect was confirmed. The tip on catheter missing. Assembling machine a115 is equipped by camera system and flow tester that can detect and separate this type defect from good production. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.